Event description:
The patient contacted lifescan and reported that his one touch ultra meter was reading inaccurately erratic. The patient had received results of 22 mg/dl, 30 mg/dl, and 142 mg/dl on his meter, all performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. The patient did not receive any medical attention or treatment. During troubleshooting, it was verified that the meter was in the right unit of measurement and that it was coded correctly. The test strips were in good condition and within the expiration date. The customer care representative walked the patient through two consecutive control solution tests and the results fell outside the specified range. Based on the failed control solution tests, there is indication that the product malfunctions and that the event meets the criteria for a medical device reportable. Therefore, this case is reported as a product malfunction. The meter, control solution, and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.